Event description:
On (B)(6) 2007, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2007, at the one-month follow-up, no adverse events were noted. On (B)(6) 2007, the patient developed an infection of an access site (which side unknown), and a drainage was performed to treat the access site infection. On (B)(6) 2007, follow up examination revealed that the access site infection was fully resolved. In later follow-up studies, no further adverse events had occurred to the patient. No further information was provided to gore.

Manufacturer narrative:
Additional manufacturer narrative - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.